Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. At the time of incident the blood glucose level was 597 mg/dl. It was unknown whether customer was using auto mode feature. The troubleshooting was performed and was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.